Event description:
The reporter's daughter got a meter result of >210 mg/dl. The daughter was feeling dizzy, sweaty, and weak. No control test was performed. The reporter stated that their control solution had been opened for a year.